Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A0508: making a grinding noise a090501: could not perform a spin d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000124, ubd: unknown, UDI#: unknown f1908: delay of less than one hour f26: no patient impact h3, h6: the system was serviced in the field. The rep found a bent finger on the gantry cable tray and bent it back into position. This resolved the the issue. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was a grinding noise and a yellow symbol on the system. The site was attempting a 2d spin and there was a yellow gold triangle that said gantry underneath it. They could not perform a spin until they had to go to other options and then back to 2d in order to get the triangle to go away. They opened the gantry and closed it all the way as well and the triangle also did not go away. When moving the system ap to lateral it was also making a grinding noise. There was less than an hour delay to the case. No reported impact to the case.